Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance alleged the bed is not alarming when a patient gets out of the bed. He suspects that the tape switches are sticking.